Event description:
Follow-up report to submit additional information not known at time of initial submission

Event description:
"The balloon burst while in the patient. User removed the device and used another balloon (competitor device) to complete the procedure successfully. Pedal access. User was using the balloon at the posterial tibial trunk. The lesion was a highly calcified lesion. They used the balloon over a .014 viper wire. The sheath was a 4/5fr slender by terumo. Balloon burst at 6 atm (below nominal); initial believes it punctured rather than ripped."